Event description:
A US distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (Adjust Belt or Check Belt Messages) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to broken wires that were internally pulled on the ECG cable. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.